Event description:
Additional information received from a healthcare professional (hcp). It was reported that the hcp assumed the cause was the trauma involved from the fall in (B)(6) 2016. The symptoms improved with lead replacement and the explanted devices were discarded.

Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type lead, product ID 4351-35, serial# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2018,6 product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial #: unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Product ID: 4351-35, serial #: unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 4351-35, serial/lot #: unknown. Product ID: 4351-35, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient was having problems with their stimulator since (B)(6) 2015; they had a fall in (B)(6) 2016 which caused their symptoms to worsen and their stimulator was turned off in (B)(6) 2018. It was noted they had severe bloating, postprandial fullness, and epigastric pain. The preoperative diagnosis was gastroparesis and a gastric electrode malfunction. The postoperative diagnosis was the same. It was noted that the patient was implanted on (B)(6) 2015 and had a fall in (B)(6) 2016, where it was felt in retrospect that one of the electrodes had pulled out of the stomach wall, since afterwards, their symptoms worsened and despite turning up the voltage, never got back to where they had been for the first two months of 2016. As a result of the worsening symptoms, the stimulator was turned off in (B)(6) 2018 and there were plans to take the patient to the operating room for removal of the stimulator due to pain and thought it was from the ges. It was noted the patient had recently had gastric emptying studies, which were normal, but they persistently had severe bloating early satiety, postprandial fullness, and epigastric pain. Since it could have been that their gastric emptying may have improved because of the pyloroplasty and not because the gastroparesis was resolved, it was likely that they still had severe symptoms of gastroparesis, which the stimulator would help. It was decided to replace the electrodes and keep the stimulator in place due to the persistent bloating and abdominal pain. During surgery, it was noted that there were significant adhesions around the electrodes. The old electrodes were removed and the stomach was repaired where it was injured. Lead impedance was checked three times prior to wound closure. The lead impedance was 482, followed by 477, and 458 ohms. The stimulator was turned on after wound closure and the load impedance was 493 ohms with the voltage at 2.5 v, current at 5.1 ma, frequency at 14 hz, and the pulse width at 330 microseconds. No further complications were reported or anticipated.